Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an emergency angiography procedure a patient was diagnosed with an acute inferior wall myocardial infraction with diffuse long lesion in the middle and the far segment of the anterior descending branch, exhibiting 90% stenosis. Approximately one week later 2 non-mdt stents were implanted in the lad. It was reported that a small amount of contrast agent leakage occurred after the expansion and shaping of the nc sprinter balloon at the connection of the two stents. It is also indicated that a coronary perforation occurred.

Manufacturer narrative:
An nc sprinter balloon dilation catheter was intended to be used to post-dilate the stents. The nc sprinter was being used to overlap the 2 non-medtronic stents. Negative prep/purging was performed on the device prior to use. No resistance was noted while advancing the device to the lesion. Pressure of 10-18atm was applied for 3-5sec. There was subsequent closure of the contrast extravasation at 6atm. A review 20 minutes later showed no contrast extravasation. If information is provided in the future, a supplemental report will be issued.